Manufacturer narrative:
(B)(4). S/w version 4.11d retainer = black case type = ngp customer returned pump for alleged cosmetic damage located at the keypad overlay found on (B)(6) 2022. The pump was received with missing segments and passed the rewind test, and active current test. Pump failed the sleep current test with a high sleep current. During the prime/seating test the pump failed to load and had early seating. Unable to perform the displacement test, basic occlusion test, force sensor test, occlusion test, due to early seating. During the self test. Pump error 63 was noted. Pump was left to sit and pump error 25 was noted during testing. P-cap locks properly into the reservoir compartment. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor, motor, and harness assembly vibrator. The following were noted during visual inspection: battery tube threads - cracked, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay, cracked case ¿ display window corner, missing segments (lcd), corroded home switch. Drive/motor anomaly confirmed due moisture damage to the motor and force sensor. Pump error 63 and 25 confirmed during testing due to moisture damage on the electronic assembly. Cosmetic damage confirmed at the keypad overlay. Missing segments confirmed during visual inspection due to moisture damage on the lcd controller. "The reported device is not marketed in the united states, but it is the same/similar device to one that is marketed outside the united states. Select patient information cannot be provided due to regional privacy regulations. " medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported physical damage to the pump. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer discontinued using the device and device was returned for analysis.